Event description:
Vague report of the infusion pump over delivering. The infusion pump was rec'd at the facility with a note stating, "fluid going too fast". No add'l spec pt or clinical info was able to be rec'd. No pt injury was reported.